Event description:
During an internal voluntary analysis performed by a ge healthcare employee of a remotely connected system, he identified on (B)(6) 2014, multiple patients who received high doses on one specific innova 3100-iq system, installed at (B)(6). This report is associated to patient #26 who received 9.8 gy on (B)(6) 2013. There was no system failure or malfunction and no injury was reported.

Manufacturer narrative:
This high air-kerma dose, not possibly reduced to the lowest by using dose reduction features provided by the system, is likely to result in a serious injury since it may take some times before having any radiation burn. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.